Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra), (dosage, and therapy date and indication nos). Relevant medical history and concomitant medications were not reported. The doctor reported that the patient had small palpable nodules that were not visible after using poly-l-lactic acid. Event outcome is not specified. Reporter's causality; not specified.

Manufacturer narrative:
Additional information received on 24-sep-08: (B)(4).